Manufacturer narrative:
Patient information was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had transient vibration 5-6 times over their left chest. Technical services stated there were no unusual events noted in the log file and no indication of anything in the log file to cause any type of vibration with the vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported vibration could not be confirmed through this evaluation. A direct correlation between the device and the reported vibrations in the patient¿s left chest could not conclusively be determined. The submitted log files were unremarkable. There were no abnormal alarms captured. The pump operated at the set speed for the duration of the log files. The pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 27dec2018. Heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas IFU and patient handbook provide information on assessing the patient and pump function. The heartmate 3 lvas IFU and patient handbook cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the vibration was not identified. The patient only had the symptom of the brief vibration and was stable at home. The patient was to follow-up with primary vad center.